Event description:
It was reported that during a port placement procedure in right internal jugular vein, the catheter end was allegedly cracked when connecting the catheter to the port base. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows the clinician holding the catheter and the power port was also noted. The proximal end of the catheter was noted to have a split. Therefore, the investigation is determined to be confirmed for the reported fracture issue. The definitive root cause for the reported fracture issue could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right internal jugular vein, the catheter end was allegedly cracked when connecting the catheter to the port base. The procedure was completed with another device. There was no reported patient injury.